Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation of failure to power up. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the failure to power up issue was confirmed. The device's power management printed circuit board required replacement to address the issue. However, no repairs were completed because the device was scrapped.